Event description:
It was reported that the user experienced hypoglycemia with a cgm and confirmatory fingerstick reading of 72 mg/dl after the pump had not dosed for approximately 30 minutes; the user treated with oral glucose and was eating soup, denied recent physical activity, does not meal announce per healthcare provider guidance, and believed automated correction dosing for a prior rise in glucose contributed to the low. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and continued monitoring, without hospitalization. Troubleshooting and education were provided, including review of urgent low and low glucose alerts and appropriate treatment steps. Investigation included a review of device performance based on user report and event characterization. Investigation of this case revealed no confirmed device malfunction and indicated an unclear cause of hypoglycemia in the context of automated insulin delivery and non-announced intake. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.